Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the customer filled the cartridges with 300 units of insulin; however, the customer was unable to provide how much insulin had been delivered. There was no impact to the customer's blood glucose level.